Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels in the 50-60 mg/dl range in the mornings on multiple occasions. Reportedly, customer's health care professional has adjusted pump settings and blood glucose levels have stabilized. Customer used glucose tablets to address low blood glucose levels.